Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that the root cause of the reported event was that the device¿s internal battery pack would no longer hold a charge. The carefusion field service representative replaced the device¿s internal battery pack and ran the device through the operational verification procedure (ovp) and the device passed all tests.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of august 12, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation and repair of the device as august 12, 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
The user facility representative reported that during use on a patient the device alarmed "vent inop" and continued to cycle. The patient was removed from the device and placed on another device with no harm to the patient.